Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test. No motor power supply voltage error detected error noted. Device alarmed drive count or time values or changes incorrect for moving or coasting error during rewind due to corroded motor home switch. Device received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed drive or count time values or changes were incorrect for moving or coasting, a motor power supply voltage error was detected alarm, and the pump kept alarming that it needed to restart. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. The customer was unable to rewind the pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.